Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported the patient had not used stimulator had not been used for four years because of a lead migration. It was also reported the patient also had multiple (2 to 3) trips to the emergency room (ER) and the reporter thought the lead migration could be related to the reason of the patient going to the ER. Additional information received reported the patient had a problem with the battery that could not be resolved. It was noted this occurred over three years ago when something went wrong with the device. It was also noted the device was not removed and was left in. It was also reported when the patient went to the ER they could not do an x-ray.